Manufacturer narrative:
(B)(4).

Event description:
It was reported that increased capture threshold was observed during an in-clinic follow-up. The lead was capped and replaced on (B)(6) 2016 without issues. The patient was stable.